Event description:
It was reported that the r wave amplitude dropped during the implant. Post-operatively the right ventricular (rv) lead sensing polarity was reprogrammed to unipolar. One day post implant the r waves were measured and found to be low in bipolar so the programming was left in unipolar. The physician notes that this issue has been seen more frequently with this model of lead and is not happy about it. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead 2013-(B)(6), a2dr01 implantable pulse generator (ipg) 2013-(B)(6). (B)(4).